Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and five months later post filter deployment, inferior vena cava filter removal was performed for patient having a known fracture of the inferior vena cava filter with one of the prongs broken off and present in the intraventricular septum. Right internal jugular vein approach was accessed, and a 5 french sheath was placed. Glide catheter with the help of the glide wire was positioned below the filter with x-ray guidance. Next, fluoroscopic evaluation of the inferior vena cava was performed showing centrally placed filter with no evidence of filling defects. Next, the sheath was upsized to 11 french with the support of stiff wire. Next, retrieval system was flushed from the side table and a retrieval sheath was positioned above the filter over the stiff wire. Next, wire was removed along with the obturator and retrieval device was positioned over the filter following by capturing the filter and was used to gently remove the filter. Next, completion venogram was performed that showed no filling defects with no extravasation with normal appearance of inferior vena cava at the level of the removed filter. Filter was inspected on the side table, and it was confirmed that only one prong which was a short prong was missing corresponding to preoperative findings. The remainder of the prongs was intact. At this point, all catheters and sheaths were removed. After two days, removal of foreign body from the right ventricle on cardiopulmonary bypass was performed which showed a metallic foreign body in the right ventricle. Retrieval of the object was straight forward. The patient tolerated the procedure well and was transferred cardiothoracic care unit in a stable condition. Therefore, the investigation is confirmed for the alleged filter limb detachment. However, the investigation is inconclusive for the alleged filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years and five months post filter deployment, an imaging demonstrated a detached filter limb lodged within the right ventricle and interventricular septum. Further it was alleged that the entire filter and struts migrated to heart. The filter was removed percutaneously and the detached strut was removed via an open heart surgery. The patient experienced chest pain; however, the current status of the patient was unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with right common femoral vein thrombosis was scheduled for placement of an inferior vena cava filter. The left common femoral vein was accessed using seldinger technique and a pigtail catheter was placed in the vena cava over a guidewire. A venogram was obtained demonstrating no thrombus within the vena cava or the iliac vein. The vena cava measured approximately 26 mm in diameter and the renal vein and iliac confluence was identified and marked. The filter was then deployed in the infrarenal vena cava. Post deployment venogram showed good position of the filter without thrombus formation. All devices were removed and pressure was held at the access site. The patient was taken to the postoperative care unit in stable condition. Approximately five years five months post filter deployment, a follow up x-ray and CT scan showed a detached filter limb lodged in the right ventricle and the interventricular septum. The removal of the detached filter limb on cardiopulmonary bypass was recommended. A median sternotomy was performed, the pericardium was opened and cardiopulmonary bypass was initiated. The right atrium was opened, the right ventricle was examined and a metallic object was removed from the interventricular septum. The right atrium was closed, the heart was resuscitated and ventricular pacing wires were placed in the right ventricle. Following the administration of protamine, hemostasis was excellent. The soft tissue and the skin were closed. The patient tolerated the procedure well and was transferred to the cardiac intensive care unit in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years and five months post filter deployment, a follow up x-ray and CT scan showed a detached filter limb lodged in the right ventricle and the interventricular septum. The detached filter limb was removed on cardiopulmonary bypass. Therefore, based on the provided medical records, the investigation can be confirmed for detachment of a filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with lower extremity vein thrombosis had an inferior vena cava filter deployed without incident. Approximately five years five months post filter deployment, imaging demonstrated a detached filter limb lodged within the right ventricle and interventricular septum. A surgical procedure was performed and the detached filter limb was removed without incident. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in medical records received.